Manufacturer narrative:
.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose level was low (greater than 50 md/gl). Suspected cause was hormones and contact did not believe that the event was due to pump performance. Customer drank juice to treat low bg level.